Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had been experiencing repeated pump error alarms. They could not provide the pump error numbers. The customer¿s blood glucose level was 12.4 mmol/l. The serial number on the label at the back of the insulin pump could also not be deciphered. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.